Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the permanent cautery hook instrument had exposed cable at end of hook. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was found to have exposed cable at the tip; which caused the staff to remove from field. The room was being set up for a procedure. The instrument did not collide with any other instrument or tool. The instrument was not used in procedure. There are visible cables protruding from distal end; 1-2 cables protruding. It is unsure if protruding cables are for controls opening/closing of the jaws or for controls up/down motion of the wrist. No fragment fell into the patient. Instrument was returned to isi for evaluation.